Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump alarmed button error while she was sleeping. Customer changed the batter and the issue persisted. She didn't know her blood glucose level. Customer didn't recall any significant event which may have caused the device to alarm. However, she did say she sweats and workout but wasn't sure if the device was exposed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.